Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. There was blood and body tissue/fibrotic growth on the distal electrode, a breached cut on the outer insulation, and the inner insulation was distorted due to pulling/stretching/overstress. Visual analysis noted apparent explant damage and the lead was stretched. (B)(4).

Event description:
It was reported that the patient experienced fluid build-up and did not feel well due to a perforation, possibly caused by both the right atrial and right ventricular leads. The fluid was drained, and the leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.